Manufacturer narrative:
Additional information received on 06 april 2017 and includes: the surgery was completed successfully on (B)(6) 2017. On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: femoral bone fracture in primary cementless tha two months after surgery. No trauma has been reported. The bone fracture may have been initiated during femoral preparation at primary surgery, but we weren't able to detect it from the postoperative x-ray. The images provided do not allow to judge if the stem was slightly undersized because the lateral view is not available. We cannot establish if the subsidence happened first and then contributed causing the fracture or if the fracture happened first and caused the stem to subside. The root cause for this problem cannot be determined with certainty. Batch review performed on 24 april 2017. Lot 150836: (B)(4) items manufactured and released on 20 may 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot.

Event description:
Revision due to calcar fracture 2 months after primary. No trauma reported. The suregon replaced the stem with cabling.

Manufacturer narrative:
On 29 may 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the amistem showed an ha still present and a slight presence of fibrotic tissue on the shaft. A sign on the rim was also noticed in the ceramic ball head. From the received pieces it is not possible to determine the root cause of the event.